Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that phantom remote manager failure showing in storage space. The field service engineer (fse) guided remote troubleshooting; rebooted with door open sequence and recovered smart remote manager (srm) in application, restoring normal functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failure on the refrigerator. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.